Event description:
Customer reported she was hospitalized. Blood glucose value at the time of admission was over 400 mg/dl; treated with insulin drip and injections. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. The high pressure test was not performed as the customer did not have a tubing clamp. Customer removed the infusion set and the cannula was not bent but was occluded. Current blood glucose is 340 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.